Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during impella placement, the device was removed after fulminant pump dislocation. Care was withdrawn, and the procedural outcome was the patient expired at explant. There is not enough information to exclude the impella device as an associated factor in the patient's demise.